Event description:
User facility reported that during a routine tracheostomy tube change, the flange was observed torn from the tracheostomy tube shaft. Dale ties were used with twill tape to secure the device. No adverse effects to pt were reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.